Event description:
Account reported that they had three samples that gave erroneously low results for total bilrubin , co2 and uric acid. When repeated the results were higher. The incorrect results were not used to guide therapy. The field service representative found that the sample probe was bent and repaired the instrument by replacing the probe.